Manufacturer narrative:
Information was requested to the account to know if the superior scarring was a pre-existing condition and understand the order of events as it is unclear if the suction loss occurred as a consequence of the patient passing out but no response has been received. Weight and ethnicity requested but not available at the time of this report. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)- for patient passing out. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2022 and it resulted in a flap damage as there was a vertical gas break in the right eye. It was also reported there was a suction loss during the procedure, that the patient passed out and that the treatment was not completed. Information was requested to the account to understand the order of events as it is unclear if the suction loss occurred as a consequence of the patient passing out but no response has been received. It was stated that the patient had no loss of best corrected visual acuity (bcva). It was also said the patient will return for a photorefractive keratectomy procedure but no date was provided. Bcva from 3/8/2022. Right eye pre-op 20/20 -4.00 x -2.25 x 170. Left eye pre-op 20/20 -4.25 x -1.25 x 168.

Manufacturer narrative:
Correction: h4 - manufacturing date - the manufacturing site reported that the manufacturing date for the device is jul 17, 2020. Device evaluation: d9 - device available for evaluation? Yes. H3 - device evaluated by manufacturer? Yes. H6 type of investigation codes 3331, 4110 and 4109. H6 investigation findings - code 213. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified.